Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The device had cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
Customer reported via phone call, the insulin pump alarmed motor error during bolus. Customer's blood glucose was over 200 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer mentioned the device was working but it seemed it wasn't delivering insulin. Customer agreed to return the device for further analysis.